Event description:
It was reported that pump displayed malfunction alarm code ¿malf 0¿ with associated fault ID and there were no notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction alarm appeared again; caller acknowledged and understood these instructions.